Manufacturer narrative:
The device was not returned for evaluation. However, radiographic images were provided and used for evaluation. The images confirmed device migration post-op. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that a revision surgery was preformed to address postoperative migration of an avenue- t anchoring plate after the patient reported two months of sciatic pain. The anchoring plate was removed and alternate fusion implants were used to complete the case. No additional patient impacts were reported.